Event description:
It was reported that the device was removed due to erosion. One new cylinder on the right side was implanted on the same day as the removal.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.